Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the proximal section of right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure the stent struts were lifted and stent dislodgement was noted. The device was removed by just simply pulling it out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status stable.

Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR: promus element plus ous mr 3 .50 x 28 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage with stent struts on the entire length of the stent noted to be lifted form their position and stretched/bunched. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination (visual and via scope) found no issues with the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the proximal section of right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure the stent struts were lifted and stent dislodgement was noted. The device was removed by just simply pulling it out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status stable. It was further reported that the severely stenosed lesion was located in the severely tortuous and severely calcified vessel and was pre dilated by a balloon. The stent just got damaged inside the guidecatheter. Additionally the stent did not dislodged as initially reported.